Event description:
On april 10, 2007, the lay user/reporter, the pt's niece, contacted lifescan (lfs) alleging, the one touch ultra meter would not power on after it had been dropped. The medical affairs specialist (mas) contacted the pt to obtain and verify info; however, was unable to reach him by telephone. On april 19, 2007, the mas mailed a letter requesting the pt contact medical affairs. For an unspecified time period, the pt noted the reported meter would not power on, after it had been dropped. The pt was unable to test his blood glucose levels. The reporter was unable to provide any details as to whether or not the pt experienced any symptoms of high or low blood glucose levels or took any actions during this time period. Im 2007, the pt was admitted to the hospital. It would have been helpful to determine how long the power issue had been occurring, if the pt took his normal meals and medications despite not being able to test his blood glucose levels, if emergency services were contacted, the pt's blood glucose readings and any treatment provided by paramedics, his admitting diagnosis, his medication regimen, if the pt adjusted his medication doses based on meter readings, if the pt experienced any symptoms, the date and time of the onset of those symptoms, and if the pt attempted to use the meter prior to his hospitalization. The meter was replaced. The pt allegedly was unable to test his blood glucose level due to a power problem with the reported meter, and received hospitalization. No info was provided as to any symptoms experienced by the pt, his admitting diagnosis, his testing frequency or his medication regimen. Due to the report of the pt's hospitalization and the power issue on the meter, this complaint is being classified as an adverse event. It was not clear if the hospitalization occurred after the reported meter issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.